Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation, the front response button was not functional and monitor exhibitied a service code 201 (response buttons stuck). The cause for the failure was that the front response button cover was loose, allowing debris to interfere with the response button switch. The root cause of the loose cover was physical abuse. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.